Event description:
As reported by edwards implant patient registry (ipr), approximately 2 years post implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted. A surgical valve was implanted. Additional information received via medical records indicated the patient had presented with moderate aortic insufficiency (ai). The patient also presented with severe mitral stenosis which resulted in the need for a mitral valve replacement. In the process of implanting the mitral valve, a decision was made to explant the sapien 3 valve due to the possibility of becoming damage during the procedure.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided, however, medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU, paravalvular or transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for regurgitation was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 2 years post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted. A surgical valve was implanted. Additional information received via medical records indicated the patient had presented with moderate aortic insufficiency (ai)." Per the instructions for use (IFU), regurgitation (paravalvular leak (pvl) or central regurgitation) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve (thv) procedure. Regurgitation may develop over time due to patient-related factors or structural valve deterioration (svd) including calcification, non-calcific degeneration (e.g., pannus), leaflet thickening or fibrosis, or a combination of these. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue as a result of a lack of appropriate sealing of the valve to the target site. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Review of the medical records found the patient had a history of diabetes mellitus (dm), which is a known factor that increases the risk for thv calcification. It is likely that the leaflets became degenerated and/or thickened over time. Leaflet thickening can in turn interfere with normal coaptation functionality of the device by restricting the leaflet motion resulting in regurgitation. In this case, available information suggests that patient factors (diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.